Manufacturer narrative:
(B)(4). Medical devices: 103802, tprlc reg por fmrl 12.5x145, 194440, 103532, ti low profile screw 6.5x25mm, 699760, 14-103658, univ 2-hole shl 58mm lnr sz 25, 448660, 163638, 28mm cocr mod hd +6mm no skirt, 165720. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00443.

Event description:
It was reported that the patient was revised approximately six years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately sixteen years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.